Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the not tortuous and mildly calcified left circumflex artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during insertion of the device the shaft broke inside the guide. The procedure was completed with a different device. There were no patient complications or injuries reported.